Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/28/2015. It was reported that the pt underwent a gynecological procedure and mesh was implanted due to sui and rectocele.

Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse and stress urinary incontinence and mesh and an obtryx sling were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.